Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is reported as unknown because it could not be confirmed which of two clips experienced the slda; therefore, the UDI and lot history record review are provided for both clips as follows: part / lot: cds0201/50413u123, date of manufacture: 04/13/2015, expiration date: 04/30/2016, (B)(4). Part / lot: cds0201/50311u158, date of manufacture: 03/12/2015, expiration date: 03/31/2016, (B)(4). The devices were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported worsening mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips (50413u123, 50311u158) were implanted, reducing the mr to 1. On (B)(6) 2017, a routine follow-up echocardiogram was performed which found that the medial clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The mr had increased to 2. The patient is currently stable and will be re-evaluated for an additional mitraclip procedure on a later date. No additional information was provided.